Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. A visual inspection noted that the device was used, not in its original packaging, and was decontaminated. The device has a peeled dso and a worn uso seal. The event history log review found pump settings and patient data lost. Functional tests were performed. The reported problem was confirmed. The root cause of the problem was a depleted internal clock battery that caused the clock to reverse back to 2005. The device has not been serviced in the past. As a result, the mainboard was replaced. The usb ground plate, pogo pins, springs contact, dso seal, uso seal, optic switch, keypad, overlay gray, and real label were also replaced. The device then passed all functional tests after repair.

Event description:
It was reported that the device had a firmware update error. There was no patient involvement and no patient harm/adverse event reported.